Event description:
Per the clinic, the patient experienced discomfort, tenderness at the implant site and magnet dislodgement following an MRI scan on (B)(6) 2025. The patient's head was wrapped with a head guard/helmet which puts pressure at the implant site during the scan. Subsequently, the patient underwent a revision surgery to replace the magnet on (B)(6) 2025. The implanted device remains.